Event description:
The customer and fe reported that the system failed to generate images. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.